Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving no delivery alarm. Customer's blood glucose was 574 mg/dl. Customer treated high blood glucose with bolus delivery and blood glucose lowered to 527 mg/dl. Customer reported that the no delivery alarm was a past event that was resolved with a complete set change. Troubleshooting was performed for high blood glucose and customer was advised to call back when in receipt of tubing clamp in order to perform high pressure test.